Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap in the adhesive area between the hold ring and the distal end was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation "distal end cover could not be removed by turning in the opposite direction". There were few additional findings. Due to wear of angle wire and deformation of bending tube, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip. Scope connector and electrical connector was corroded due to water leakage. Nozzle was deformed. Forceps channel port was shaved. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported that the distal end cover of the duodenovideoscope could not be removed by turning in the opposite direction. The device was returned and an evaluation at the repair center revealed gap in the adhesive area between hold ring and distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.